Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid (20 mg/ml at 6.003 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump was critically alarming but the caller had no programmer to interrogate the pump. The patient was not due for a refill until (B)(6) 2019. No patient symptoms were reported. Considerations were reviewed with the caller. No further complications were reported. Additional information was received from a health care professional on 2019-oct-16. It was reported that the patient's pump was alarming due to a low reservoir alarm. She had missed her appointment on (B)(6) 2019. The patient was in the hospital. The patient was called on (B)(6) 2019 and (B)(6) 2019 to schedule an appointment but there was no answer and no way to leave a message. The patient was called again on (B)(6) 2019, still no answer. The patient's refill alarm date was (B)(6) 2019. The patient now has an appointment scheduled for (B)(6) 2019 and the patient was still in the hospital as of (B)(6) 2019. The patient's weight was unknown. No further complications were reported.